Manufacturer narrative:
No patient information received as this considered confidential. Update 2017-07-20: on (B)(6) we received a report informing that the power cable for a vivo 40 "power cable on fire, ac power inlet damaged". Several attempt to get the power cord back from the facility has been done without any success. Update 2017-08-18: the device and the power cord have been received by breas medical (B)(4). The investigation of the device and power cord have started but is not finished yet. Breas is waiting on information from the vendor of the power cord.

Event description:
Power cable on fire, ac power inlet damaged

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20: on the (B)(6) we received a report informing that the power cable for a vivo 40 "power cable on fire, ac power inlet damaged". Several attempt to get the power cord back from the facility has been done without any success. On 2017-08-18: the device and the power cord have been received by breas medical (B)(4). The investigation of the device and power cord have started but is not finished yet. Breas is waiting on information from the vendor of the power cord. On 2017-09-22: investigation, cause, conclusion and actions added.

Event description:
Power cable on fire, ac power inlet damaged.

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20: on the 27 of june we received a report informing that the power cable for a vivo 40 "power cable on fire, ac power inlet damaged". Several attempt to get the power cord back from the facility has been done without any success.

Event description:
Power cable on fire, ac power inlet damaged.